Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a skin rash under breast area that was bleeding and electrodes leaving impressions on skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed calmoseptine cream for the skin irritation. Follow up indicated that the skin irritation improved.